Event description:
Person broke their finger while opening up container. Claims the force required to break the arrow is the problem, aggravated by the fact that the operators' hands are not big enough to open the latch at the same time.